Event description:
The user facility initially reported a patient laceration. The 80lb torque knob did not make it up to 60lb. Additional information: hospital risk management reported that the patient had a cervical decompression c3 through c7 with lateral mass screws bilaterally from c3 through c7 and posterolateral fusion. After application of the head holder (mayfield clamp) it slipped twice. Two lacerations on the right lateral head occurred, one 2 inch and one 1 inch. Both lacerations were stapled. The patient is stable.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.